Event description:
Additional information received from patient indicating that the cause of the tingling sensation can be attributed to their charging habits as they have not seen this problem once they started charging every other day. Ultimately, they indicate this problem remains unresolved. *** see 708352928 for hearing aid issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was having a tingling problem with their right arm when they charge their implantable neurostimulator (ins). Patient confirmed that they had no problem with turning their therapy on or off, but they experience the issue when charging their ins and they mentioned that it's been probably a year ago at least since the issue started. Patient also confirmed that their ins was located at their right side. Patient added that they haven't spoken to their managing hcp patient. Agent redirected the patient to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.